Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the septum immediately after the cartridge was filled. Reportedly, the customer loaded the cartridge with the leak onto the pump. The customer then stated that the cartridge was no longer leaking. The customer's blood glucose level was 209 mg/dl.